Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot: s11235 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 14/feb/2025, pmqa received notification from legal that the plaintiff profile form (ppf) was received associated with this event. As per the ppf form, the patient underwent a multiple recurrent ventral hernias surgery and was implanted with a strattice device lot: s11235-104 on (B)(6) 2013. On (B)(6) 2013, patient underwent an aspiration of subcutaneous seroma post hernia repair. On (B)(6) 2013, aspiration of seroma fluid performed. On (B)(6) 2013, repair recurrent incisional hernia (incarcerated) with another mesh (non-abbvie) device noted to be bard lot#: huwl1348. Per ppf, non-abbvie device was revised or removal is noted as on (B)(6) 2014, I&d of abdominal seroma performed. On (B)(6) 2018, exploratory laparoscopy with extensive lysis of adhesions performed and robotic assisted cholecystectomy with icg cholangiography, recurrent incisional hernia repair without mesh. On (B)(6) 2019, patient underwent exploratory laparoscopy with extensive lysis of adhesions, repair of recurrent hernia with mesh (non-abbvie device noted as paretene ds lot#: etf1655x), lysis of adhesions, and nerve block. The form lists the condition that was treated: on (B)(6) 2013: laparotomy, lysis of adhesions, repair of multiple hernias with posterior sheaths mobilizations, placement of strattice mesh in between muscles. On (B)(6) 2013: abdominal wall seroma. On (B)(6) 2013: aspiration of subcutaneous seroma. On (B)(6) 2013: aspiration of seroma. On (B)(6) 2023: abdominal pain, partial small bowel obstruction. On (B)(6) 2013: repair of recurrent incisional hernia (incarcerated) using bard mesh; fluid collection in upper quadrant drained. On (B)(6) 2014: I&d of abdominal seroma. On (B)(6) 2018: repair of recurrent hernia (incisional), extensive lysis of adhesions, nerve blocks. On (B)(6) /2019 - on (B)(6) 2020: exploratory laparoscopy with extensive lysis of adhesions, repair of recurrent hernia with parietene mesh, nerve blocks. Approx. 2020-present: pain management. On (B)(6) 2023: abdominal pain. 2013 ¿ present: recurrent hernia, small bowel obstruction, abdominal pain, nausea. 2013: pain management. 2013 - present: depression & anxiety. 2018-present: post-ops, nausea. Multiple dates: abdominal pain; hernia symptoms; diagnostic testing. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.